Manufacturer narrative:
This product is not marketed in the us. (B)(4). Lens work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -13.5/+3.5/x100 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced lens rotation not associated to a low vault, lens dislocation/subluxation, and uncomfortable. The surgeon mentioned that the lens was rotated 100 degree, and was repositioned. After repositioning, the lens rotated a second time and displaced 100 degree. As of the day of MDR submission the lens remains implanted.

Manufacturer narrative:
Product evaluation found the lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product and a piece of paper stuck to the lens. Visual inspection found haptic torn, missing piece of haptic, and lens torn in two pieces with debris and clear residue on lens. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: the lens was explanted on (B)(6) 2017. (B)(4).